Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient came into the emergency room for readmission after reporting multiple episodes of red heart alarms and feeling dizzy after such alarms. The patient had recently exchanged system controllers. The patient reported having one low flow and low speed advisory alarm on the system controller right before changing to the back up and then subsequently exchanging to another system controller. Upon interrogation, driveline disconnect, low flow, and pump off alarms were confirmed. Upon ICD interrogation, it was found that the patient was in a-flutter since (B)(6) 2014. The patient's international normalized ratio is 3.5; no signs of bleeding with stable hemoglobin and hematocrit. Echocardiogram showed the aortic valve is not opening and the rv seems to be functioning. The baseline speed was 9200 and during ramp increased to 10,200 with multiple pi events. The patient's volume appears stable. The patient denied ever disconnecting the driveline and stated that the events occurred when switched from battery to power module. It was thought that these were potentially a short to shield event. On (B)(6) 2014 the manufacturer conducted a percutaneous lead distal end replacement. No further alarms were experienced after the repair. The patient will continue to be monitored for general alarms.

Event description:
Additional information was provided to the manufacturer which indicated that the patient expired from a head bleed. The vad coordinator reported that there was no autopsy and the pump was not explanted. The patient did not have any pre-existing conditions that could have contributed to their death. The health care professionals at the hospital do not feel the patient's death was device or therapy related.

Manufacturer narrative:
This patient remains ongoing. The information regarding the patient who expired due to a head bleed was reported under medwatch MFR. Report # 2916596-2013-01507. The manufacturer is closing its file on this event.

Event description:
Additional information was received from the vad coordinator that this patient did not experience a head bleed and did not expire. This patient remains ongoing.

Manufacturer narrative:
The report alarms and pump stoppages can be confirmed based on the evaluation of the replaced section of the percutaneous lead and the submitted system controller log file. A section of the percutaneous lead approximately 12.5" long was returned for evaluation and showed breakdown of the braided shield at the metal connector and adjacent to the terminus of the connector bend relief. Electrical continuity testing of the lead did not reveal any discontinuities or shorts. Visual inspection of the wires found a breach in the red wire insulation adjacent to the metal connector and several of the inner conductors had fractured. The remainder of the lead appeared unremarkable. The submitted system controller log file showed multiple low speed hazard and pump stoppage events while the system was operating on the power module. No atypical alarms were captured while on battery power. If the exposed conductors of the red wire contacted the braided shield while the system was operating on the power module, the resulting short to ground would have caused the alarms and pump stoppages observed on the log file. The observed wire damage appeared to be the result of wear and tear due to repetitive flexing. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.